Event description:
Pt underwent cataract surgery on 04/07/99, and implantation of a staar model aa-4207vf intraocular lens in the left eye. During the insertion process, the surgeon said the lens ejected in an uncontrolled manner, tore the capsule and an anterior vitrectomy was done. The lens was removed and replaced with an acrosoft lens in the sulcus. Preop vasc was 20/100, and pressure was 17 mm. One day postop vasc was 20/300 and pressure was 35 mm. Timoptic drops were used and an hour later pod1 pressure came down to 25 mm. Pod 14 vasc was 20/80-2 and pressure was 15 mm. The pt has been using his drops and pressure is down, prognosis is good and he is improving.